Manufacturer narrative:
Follow-up #1; date of submission: 10/19/2016. The device has been returned and evaluated by product analysis on 09/30/2016 with the following findings. During investigation, moisture was found under the display lens. A leak test was performed and failed due to a display lens leak. The pump was opened to find moisture on the continuous glucose monitoring board. The display was missing segments and had colored lines.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display with moisture) issue. It was alleged that there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.